Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Evaluation has confirmed the following; -prosound f75 did not output the signal that was the input detection condition for the subject device. Therefore, the subject device could not detect the input and the reported event occurred. If additional information becomes available, this report will be supplemented.

Event description:
During an unspecified procedure with the subject device and a hitachi, ltd. Diagnostic ultrasound system, prosound f75, the endoscopic image was not displayed. There was no report of patient injury associated with this event.